Event description:
It was reported that before iabp therapy, human hair was found inside a iab kit.

Manufacturer narrative:
Due to character limit e1- full event site name-(B)(6). A supplemental report will be submitted upon completeion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, d7a, d10. The iab was returned unused outside of the packaging. The iab pouch was returned opened and a large fiber was identified inside the pouch. No other packaging was returned. The fiber was sent for material testing and the fiber was identified to be a hair. The evaluation confirmed the foreign matter to be a hair. However, we are unable to conclusively determine when the hair entered inside the packaging as the packaging was received opened. As per our packaging procedure 02-581-05 rev at the tray is inspected for particulates and wiped down with a foam wipe. Additionally a final tray inspection is performed again where a iab & pouch assembly is visually inspected for any particulates. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported that before iabp therapy, human hair was found inside a iab kit. There was no patient involved.